Manufacturer narrative:
Pump passed the displacement test. However, hardware low level failure alert alarm (variable info=3) during self test and confirmed in the pump history due cold solder joint on u1 keypad assembly. Unable to perform prime/seating test, basic occlusion test, force sensor test and occlusion test or verify failed battery test alert, an insulin pump errordue to hardware low level failure alert alarm noted. Pump received with cracked battery tube threads, cracked case battery tube and cracked keypad overlay. The p-cap locks into the reservoir compartment properly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. Customer stated they were able to clear the alarm and they were able to rewind insulin pump. Customer was performed self test and it was not passed and insulin pump errors occured after that. Insulin pump clip was broke and also had battery failed alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.